Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcification protruding on the left side of the annulus and a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon inflated to an average diameter of 24 mm. Subsequently, acute aortic regurgitation was noted as the valve leaflet rose. Percutaneous cardiopulmonary support was inserted into the patient, and hemodynamics were reestablished. The guidewire was withdrawn and re-inserted into the patient. 1-hour passed and the decision was made to load and use a new valve for the procedure.